Event description:
It was reported that a patient underwent a ob-gyn on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke during continuous suturing. With the same needle-suture, suture breakage occurred twice. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm how many devices experienced the quality of suture breakage during this procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m. Related to: 2210968-2022-01226.

Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 3/15/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional information was requested, the following was obtained: *please confirm how many devices experienced the quality of suture breakage during this procedure. =>one device. No further information will be provided. H3 investigational summary: visual analysis of the returned product revealed that an empty opened foil, an empty labeled winding former and a needle-suture piece of product code sxpp1b405 were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the swage and attachment area was noted to be as expected, the suture was noted with fluids and damages at the surface and the end was split. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code sxpp1b405 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m.